Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The >80% stenosed target lesion was located in the tortuous and mildly calcified mid right coronary artery rca. A jr 6fr guide catheter was placed. After a non bsc guide wire crossed the lesion, serial predilation was performed using a 1.5x15mm, 2x12mm and a 2.5x15mm non bsc balloon catheters. Then a 2.75x32mm promus element¿ plus was advanced but was unable to cross the lesion despite several attempts. A non bsc guide wire was used as a buddy wire support but the device was still not able to cross the lesion. During negotiation of the device, it was noted that the shaft was kinked and the distal stent struts were flared. The device was immediately removed and the patient was managed medically. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the stent had moved proximally on the balloon and the crimped stent was damaged and stretched along its entire length. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The stent was found to have moved proximally on the balloon out over the outer, however there was no apparent issues with the balloon. A visual and tactile examination found that the hypotube was broken at 148 mm and 1124 mm from the hub. In addition, multiple kinks were noted along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The >80% stenosed target lesion was located in the tortuous and mildly calcified mid right coronary artery rca. A jr 6fr guide catheter was placed. After a non bsc guide wire crossed the lesion, serial predilation was performed using a 1.5x15mm, 2x12mm and a 2.5x15mm non bsc balloon catheters. Then a 2.75x32mm promus element¿ plus was advanced but was unable to cross the lesion despite several attempts. A non bsc guide wire was used as a buddy wire support but the device was still not able to cross the lesion. During negotiation of the device, it was noted that the shaft was kinked and the distal stent struts were flared. The device was immediately removed and the patient was managed medically. No patient complications were reported and the patient's status was stable.